Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3109155. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No information received

Event description:
It was reported that bd insyte autoguard needle sheared the catheter. It was reported via medwatch "while attempting to start an intravenous on a neonate, the nurse noted that the catheter could not be advanced after entering the vein. The nurse removed the catheter and noted that the needle had sheered through the catheter, causing it to split. A second nurse attempted to place the intravenous but had the same result. Both catheters were from the same lot number, so that lot number was removed. The intravenous was able to be started with another angiocatheter."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 08/12/2023. Medwatch report is mw5149166.